Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during implant the lead failed to capture when hooked up to analyzer. The lead was not used, another lead was implanted with no issues. No further patient complications have been reported as a result of this event.